Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump received a replace battery now alarm. The customer¿s blood glucose level was 220 mg/dl. The customer did not receive a low battery alert prior replace battery now alarm. Customer also stated that it was the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with normal operating currents. There was no unexpected power loss, low battery alarm or replace battery now alarm.